Event description:
Rptr noted pt developed emdophthalmitis following cataract surgery on 9/10/97. Pt became ill on day following surgery. Pt was hospitalized and treated. Staphylococcus aureus was cultured from the anterior chamber. The pt appears to have achieved the expected visual acuity. The infection has resolved and a full recovery is expected.